Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days following the implant of this transcatheter bioprosthetic valve, the patient developed a fever, and endocarditis was diagnosed. Additionally, an unspecified mitral valve defect was observed. Treatment was not reported.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the endocarditis was first confirmed 1 day following the implant of the valve. Additionally, the aortic valve did not interact with the mitral valve.

Manufacturer narrative:
Updated data b2 b5 h1 h2 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 20 days following the valve implant, the patient developed endocarditis due to methicillin-resistant staphylococcus aureus (mrsa) after the valve implant and received antibiotic treatment. Subsequently the patient died. Per the physician, the cause of death infection and was related to the valve.